Event description:
Breast augmentations saline in 2006. Due to pain, and quick rippling, went back to surgeon to remove and was talked into not removing, due to scarring, and referred to a smaller silicone implant by dr. Second surgery in 2009. Three months later I suffered a nervous breakdown and everyday situations became difficult. Brain fog, trouble focusing, anxiety, social fear, and I had always been an extremely social, outgoing person. I sought help through a woman¿s support group. Without insurance, I never went to a dr for mental health because I was also scared my son¿s father would try to take my son if he knew how much I was suffering inside, and think I was crazy. I also started bleeding from nipples like milk. This lasted for up to three years after 2009 surgery. Dr couldn¿t explain, mammogram didn¿t show anything and the surgeon said it had nothing to do with his work on me. I started experiencing pain/numbness in spine and lower back, few months after both augmentations. Since 2009 I have lived with chronic lower back pain and the spinal pain has progressed till today, some days feeling 100. I do yoga, roller blade, live healthy, and the fact it doesn¿t go away and has increased, has red flagged even more the feeling of being poisoned from inside out. Now the pain is deep in my chest, worse on right side where a mass has been found, awaiting a biopsy. I have began to feel like I¿m getting arthritis, joint pain that doesn¿t go away, even with healthy lifestyle. I¿m exhausted no matter how much I rest, and chronic fatigue has kicked in triple since the last two months with increased neck pain and numbness. My sciatica is not being squeezed. I get increased heart palpitations taking my breath away, and started with night sweats last few months. I¿ve never experienced this. I¿ve experienced strange ¿brain spazs¿, what I call them where I feel, in right side, a ¿pinch¿ and I can¿t talk or see well for like 10-15 seconds. It¿s painful. I started experiencing digestive problems almost immediately after first surgery that has lasted till today. I have not had insurance till now and now have started going to a dr, awaiting an MRI and biopsy for mass. Mammogram shows lots of dense tissue and mass. I know my body and these implants are killing me. I have three kids, they need me, and I don¿t know how I¿ll remove them, but I know if I ever knew this is what would have happened, being sick body and mind, I would have never have implanted. My skin is dry never seeming hydrated no matter what I do. I have lesions in shoulder that flare when I¿m stressed. After first implants, I got a huge lesion on collarbone one month later. Dr couldn¿t explain except my immune being thrown off. I¿m responsible for making a bad decision at a young, vulnerable age, but someone has to be responsible for creating this poison to begin with. Mothers are sick, sisters have died, and daughters will suffer. I want my body back.